Manufacturer narrative:
H6: evaluation method codes updated.

Event description:
It was reported that cardiac perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 20mm watchman flx laa closure device & delivery system (wds) were selected for use. The patient was sent for a computed tomography (CT) scan prior to the procedure, as the physician noted that obtaining pre-images was challenging. There was a trivial pericardial effusion noted before the procedure. A pigtail catheter was placed in the appendage, and the was sheath was advanced over the pigtail. Fluoroscopy imaging was used to choose device and contrast was used during deployment of device to confirm location. It was noted to the implanter that contrast appeared to extend beyond the appendage. The procedure was paused, and a sweep was performed to check for a pericardial effusion. There was no effusion noted and the implanter continued deployment. The closure device was not visible in transesophageal echocardiography (tee), and it was recaptured, and the sheath pulled back to the flex ball. The closure device was unsheathed, and the physician could not visualize the flex ball on tee. The patient's blood pressure began to drop from base line. A sweep was completed for an effusion, and a pericardial effusion was noted in the transverse sinus. The procedure was aborted, and the patient's blood pressure was medically managed, and a pericardial tap was completed. The pericardial effusion was not resolving on own or post tap. The patient was sent to cardiac surgery where the laa was ligated during thoracotomy. The patient was stable post cardiac surgery with no further complications. The patient has been discharged from the hospital.

Event description:
It was reported that cardiac perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 20mm watchman flx laa closure device & delivery system (wds) were selected for use. The patient was sent for a computed tomography (CT) scan prior to the procedure, as the physician noted that obtaining pre-images was challenging. There was a trivial pericardial effusion noted before the procedure. A pigtail catheter was placed in the appendage, and the was sheath was advanced over the pigtail. Fluoroscopy imaging was used to choose device and contrast was used during deployment of device to confirm location. It was noted to the implanter that contrast appeared to extend beyond the appendage. The procedure was paused, and a sweep was performed to check for a pericardial effusion. There was no effusion noted and the implanter continued deployment. The closure device was not visible in transesophageal echocardiography (tee), and it was recaptured, and the sheath pulled back to the flex ball. The closure device was unsheathed, and the physician could not visualize the flex ball on tee. The patient's blood pressure began to drop from base line. A sweep was completed for an effusion, and a pericardial effusion was noted in the transverse sinus. The procedure was aborted, and the patient's blood pressure was medically managed, and a pericardial tap was completed. The pericardial effusion was not resolving on own or post tap. The patient was sent to cardiac surgery where the laa was ligated during thoracotomy. The patient was stable post cardiac surgery with no further complications. The patient has been discharged from the hospital.